Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 19/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening on radius. A visual and microscopic analysis was performed which identified opening striated and crease fold. Base on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture these are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left implant had a fold in it. About 2 months ago felt like left breast was hardening and went for a scan. About 1 month ago was told by the doctor that had rapid capsular contracture in left breast. The caller then stated that last week felt a cold liquid going down the inside of left breast, patient also stated that is experiencing a lot of pain in left breast. The device was explanted and replaced. Left side. Update: physician confirmed rupture, capsular contracture (baker grade IV) and implant fold.